Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in vascular diagnostic procedure when the issue occurred, and it got cancelled. A philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system did not boot up properly and there was no image on live fluoro. Analysis of the system log file showed that there was malfunction with the ippc (image processing pc). The philips field service engineer (fse) inspected the system onsite and found flat detector controller indicating error of connected device. The fse replaced the flat detector and calibrated. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up correctly. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.